Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (2.5 mg/ml) at 0.250 mg/day for spinal pain. The patient had reduced therapy and was not getting efficacy, so the healthcare provider wanted to potentially revise the catheter. It was unknown what factors may have led to the event. The catheter was revised and part of the catheter was removed. As of (B)(6) 2016 the patient was alive with no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.